Manufacturer narrative:
Upon disassembly, the motor assembly was found to have corrosion damage. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the micro sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. A 30 minute delay in surgery was reported. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the micro sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. A 30 minute delay in surgery was reported. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.